Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer

Event description:
A third-party service agent contacted physio-control to report that their customer's device got stuck on the initial self- test screen. As a result, the device would not complete its boot-up cycle and defibrillation therapy would not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent isolated the cause of the reported issue to the system pcb assembly, but no further root cause component has been determined. At this time, the device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
A third-party service agent contacted physio-control to report that their customer's device got stuck on the initial self- test screen. As a result, the device would not complete its boot-up cycle and defibrillation therapy would not be available, if it was needed. There was no patient use associated with the reported event.